Event description:
The device was returned to the service center with a report from the customer contact that the device was not working. This did not indicate a reportable malfunction. However, during verification testing, at the service center the device was received with a whitescreen hw(hardware) watching error.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.